Manufacturer narrative:
Additional information: b2 hospitalization changed from "no" to "yes" correction: h10 plant investigation plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2021. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (polymorphs = 81%) was collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) ceftriaxone and gentamycin (doses not provided) daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for serratia marcescens, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2021 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s shower head not being properly disinfected. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2021. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (polymorphs = 81%) was collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) ceftriaxone and gentamycin (doses not provided) daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for serratia marcescens, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2021 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s shower head not being properly disinfected. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain and cloudy), which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to the patient neglecting to disinfect his shower head. Per the pdrn, the events are unrelated to the utilization of any fresenius product(s) and/or device(s). Gram-negative serratia marcescens is commonly found in water and soil. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction was associated with the events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2021. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (polymorphs = 81%) was collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) ceftriaxone and gentamycin (doses not provided) daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for serratia marcescens, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2021 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s shower head not being properly disinfected. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.